Manufacturer narrative:
B3: the estimated event date is aug 2024.

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was replaced due to normal elective replacement indicator (eri) and the new device was programmed, as recommended. The patient was in stable condition.